Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) glowing on airport x-ray machine at build up of product at injection sites [injection site reaction] needle had caused the injection sites to "glow" during the scan [needle issue] case description: study ID: (B)(6). Study description: a patient support program in the united states for norditropin called nordicare, help patients through dedicated websites and toll-free telephone numbers. This serious solicited report from the united states was reported by a physician as "glowing on airport x-ray machine at build up of product at injection sites(injection site reaction)" beginning on (B)(6) 2021 , "being poisoned by using the medication(drug poisoning)" with an unspecified onset date , "needle had caused the injection sites to "glow" during the scan(needle issue)" with an unspecified onset date and concerned a 18 years old male patient who was treated with novofine (needle) from unknown start date for "device therapy", , norditropin flexpro (somatropin) from (B)(6) 2017 for "growth hormone deficiency", current condition: growth hormone deficiency, family history: preservative allergy, historical drug: nutropin. On (B)(6) 2021, it was reported that patient glowing on airport x-ray machine at build up of product at injection site on an unknown date it was suspected the patient was being poisoned by using the medication. It was also reported that patient had allergy to preservatives, the consumer wondered if maybe the injection sites "glowed" during the security scan due to allergy to the preservatives. Batch numbers: novofine: requested; norditropin flexpro: lc74099; action taken to novofine was not reported. Action taken to norditropin flexpro was reported as no change. The outcome for the event "glowing on airport x-ray machine at build up of product at injection sites(injection site reaction)" was unknown. The outcome for the event "being poisoned by using the medication(drug poisoning)" was not reported. The outcome for the event "needle had caused the injection sites to "glow" during the scan(needle issue)" was not reported. Reporter's causality (novofine) - glowing on airport x-ray machine at build up of product at injection sites(injection site reaction) : unknown. Being poisoned by using the medication(drug poisoning) : unknown. Needle had caused the injection sites to "glow" during the scan(needle issue) : unknown. Company's causality (novofine) - glowing on airport x-ray machine at build up of product at injection sites(injection site reaction) : possible. Being poisoned by using the medication(drug poisoning) : unlikely. Needle had caused the injection sites to "glow" during the scan(needle issue) : possible. Reporter's causality (norditropin flexpro) - glowing on airport x-ray machine at build up of product at injection sites(injection site reaction) : probable. Being poisoned by using the medication(drug poisoning) : unknown. Needle had caused the injection sites to "glow" during the scan(needle issue) : unknown. Company's causality (norditropin flexpro) - glowing on airport x-ray machine at build up of product at injection sites(injection site reaction) : possible. Being poisoned by using the medication(drug poisoning) : unlikely. Needle had caused the injection sites to "glow" during the scan(needle issue) : possible. Investigational results: name: novofine. Batch: unknown. No investigation was possible, because neither sample nor batch number was available. Name: norditropin flexpro. Batch: lc74099. The product was not returned for examination. Final manufacturer's comment: 28-sep-2021: the suspected device (novofine) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine. Company comment: toxicity to various agents is assessed as unlisted event; injection site reaction is assessed as listed event according to the novo nordisk current ccds in norditropin flexpro. Relevant information on medical history, final diagnosis, treatment given, therapy details with norditropin flexpro, action taken and outcome of the event are unavailable for complete causality assessment. Medical history of allergy to preservative is a significant risk factor for injection site reaction. This single case report is not considered to change the current knowledge of the safety profile of norditropin flexpro. Evaluation summary. Name: novofine. Batch: unknown. No investigation was possible, because neither sample nor batch number was available.